Manufacturer narrative:
Reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 the surgeon was using frn over weekend. The surgeon was using a mallet to seat the frn implant. The driving cap broke off of the insertion handle. There was no surgical delay and the procedure was completed successfully. There was no patient outcome/consequences reported. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).